Event description:
Ous MDR - we were notified that this lead was explanted. No other information is available at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was cut approx. 24.5 cm distal to the is-1connector pin. Both lead fragments were returned and were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In the distal area of the lead the insulation was found rubbed through. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. The deformation of the distal shock coil most likely occurred due to tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.